Event description:
An ongoing issue was reported of customer intermittently receiving no delivery alarms. No delivery was resolved with manual priming. Customer was advised that reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required due to the reservoirs were received with an expiration date of april 2015.